Event description:
The customer reported approximately 2 mls of fluid leaked inside the coulter lh 500 hematology analyzer. The customer stated the peltier module was not working and the white blood cell (wbc) background counts were elevated. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, protective eye wear, and a lab coat at the time of the occurrence. There was no reported exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) assisted the customer over the phone. The customer tightened a loose restrictor tubing from the sweep flow reservoir and the leak resolved. The fse was dispatched to assess the instrument. The fse confirmed the leak caused by the loose restrictor tubing. The fse observed the leak had damaged the peltier module and 6 pneumatic valves on the manifold 1. The fse replaced the peltier module and the 6 pneumatic valves to resolve the white blood cell (wbc) background issue and the faulty peltier fan. The fse also replaced the restrictor tubing as a preventative measure. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).